Event description:
Patient underwent balloon kyphoplasty for vertebral compression fractures at levels t7 and t8. The treating physician reported that approximately one wek later, the patient reported an increase in the level of back pain. There was no evidence of new vcfs or other new pathology on an x-ray done 2 weeks post-kyphoplasty procedure. Approximately one month after the kyphoplasty procedure, the patient presented with new-onset paresthesia of his toes and underwent an MRI, which revealed an epidural abscess. To treat the infection, the patient underwent a 2 level corpectomy, during which it was discovered the patient also had osteomyelitis. Bacterium p. Acnes was grown out from the specimen collected from the patient's vertebral body at the time of the corpectomy operation. Treating physician reported the patient frequently had p. Acnes infections. Patient was treated with IV antibiotics and reported to have responded well and expected to have a full recovery from the infection. Patient was reported to be doing fine.

Manufacturer narrative:
Device not returned for evaluation; follow-up conversation with physician reporting event.